Manufacturer narrative:
Since being notified of the event, aga medical has requested additional information from the physician on 11/2/2006, 11/20/2006, and 11/30/2006. As of the filing of this report, no additional information has been received by aga medical.

Event description:
Aso implanted two months ago in infant with chronic lung disease, ventilator dependent. The device was implanted because risk of device closure was less risk than surgery. Tracheostomy performed two weeks post device implant. An elective bronchoscopy was performed and complicated by bradycardia, cardiac compressions were then initiated. An enlarging pericardial effusion was noted on echo and the possibility of perforation raised. The effusion is decreasing in size, and the device remains in place with no residual leak. No change in clinical status with effusion. No treatment initiated. The effusion has resolved on the last echo performed. The physician believes the effusion was not related to erosion, but to CPR.